Manufacturer narrative:
The device was discarded by the user and not retained for evaluation. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release.

Event description:
A report was received on 19 nov 2019 from the nurse of a (B)(6) male in critical care for unspecified pathology, stating the cartridge venous line luer broke within the patient¿s central venous catheter (cvc) when disconnecting from a continuous renal replacement therapy (crrt) treatment on (B)(6) 2019. Additional information was received on 21 nov 2019 from the nurse stating the broken piece was removed and the catheter was repaired with assistance from radiology to ensure further treatment could be conducted. There was no report of symptoms or additional medical intervention.